Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has a kink at the distal section while in the neutral position at 15mm from the tip. In addition, the adhesive on ring #2 was found broken and lifted and evidence of fluids was found under the adhesives on rings #1, #2 and #3. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter insulation detached. During a procedure, the physician noticed that the insulation between the ring electrodes detached on the 7/110/2.5/8-8 intellatip mifi xp temperature ablation catheter. He also noticed the tip of the catheter was bent. There were no patient complications and the patient's condition is good.

Event description:
It was reported that the catheter insulation detached. During a procedure, the physician noticed that the insulation between the ring electrodes detached on the 7/110/2.5/8-8 intellatip mifi¿ xp temperature ablation catheter. He also noticed the tip of the catheter was bent. There were no patient complications and the patient's condition is good.